Manufacturer narrative:
Hamilton medical ag case number is: (B)(4).

Event description:
The following was reported to hamilton medical ag: find "obstruction valve test failed." In service test software. Try to check all cable but ok. After exchange new "check valve" this ventilator can use to be normally. No patient involvement.